Event description:
Healthcare professional reported a left side seroma, rupture, swelling, breast pain and hypoechoic nodule. Device was explanted.

Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture and seroma-late.

Event description:
Healthcare professional reported, a left side seroma, rupture, swelling, breast pain and hypoechoic nodule. Device was explanted.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified. Device patch with lot number 2043860 and catalog number 115-290cc. Rupture-breast: observed, opening on the device. But, cannot perform an assessment of the opening, as no microscopic analysis can be performed. Seroma-late-breast: unable to observe, since it is not related to the device. Lump/nodule-breast: unable to observe, since it is not related to the device. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Additional, changed, and/or corrected data: b3, b5, b6, h6.

Event description:
Healthcare professional reported left side "capsular contracture grade unknown". At the time of surgery, at least 200cc of seroma fluid and inflammation were found in the left breast prosthesis pocket, and rupture of the left prosthesis was confirmed. The device has been explanted and replaced.

Event description:
Healthcare professional reported a left side seroma, rupture, swelling, breast pain and hypoechoic nodule. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: broken device observed assessed as surgical damage. Missing shell assessed as inconclusive. ¿ seroma late: unable to observe as it is not related to the device. ¿ lump/nodule: unable to observe as it is not related to the device. ¿ edema: unable to observe as it is not related to the device. ¿ pain: unable to observe as it is not related to the device. No other observations observed, no further actions are required.